Event description:
The device involved in this MDR report was implanted in 2005; during scheduled follow up in april 2007, the device was found at eri with a battery impedance of 18.88 kohm. Therefore it was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Please refer to the attached analysis report. See scanned pages.